Manufacturer narrative:
A field engineering specialist changed the entire ise unit of the analyzer. Precision testing following the change of the ise unit has been good.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable ise indirect na for gen.2 results for several patients tested on a cobas c 111. The customer did not provide a specific number of patients involved but did state that there were incorrect results that were released to doctors. The customer did not provide the specific patient results that were released to the doctors. The customer did state that they performed precision testing with "10 samples" and the results varied from 136.6 mmol/l to 146 mmol/l. There was no allegation of an adverse event. The sodium electrode lot information was not provided. The field engineering specialist performed the yearly preventative maintenance. He changed the ise printed circuit board amplifier card. Precision testing was performed following the service site and the results were acceptable. The customer stated that the problem has appeared again but did not provide any specific details. The investigation is currently ongoing.